Manufacturer narrative:
It was not clear if the organ damage and surgery was related to the treatment or when the surgery was performed. The physician did not mention a relation between sculpture and treatment. A recent device evaluation found the unit operating as intended and working within specification. The device history record confirms that the product passed and met all requirements before releasing. Cynosure is unable to determine how the patient experienced organ damage and surgery following a laser procedure, but we intend to report this as an adverse event.

Event description:
Patient is alleging that sculpture caused 'organ damage' and required surgery following a treatment that was done a year ago.